Event description:
It was reported that on multiple occasions; the customer visited the emergency room to have the occluded line cleared from blood clots. The blood clots were resolved, and no further treatment was required. There was no further patient impact reported.

Manufacturer narrative:
H11: the lot number was not provided; a review of the device history records could not be performed. No photos nor samples have been received for evaluation. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the result of the investigation is inconclusive. A definitive root cause for the reported occluded catheter failure mode could not be established due to insufficient information. Specifically, the absence of a lot number, photographic evidence, and physical sample limited the scope of the investigation. The lot number was not provided; a review of the device history records could not be performed. D3 (medical device manufacturer), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h4 (device manufacturing date is unknown), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Initial MDR MFR report # 1625685-2025-00085, site legal name (FDA) reported, carefusion 2200, inc. - mannford, ok / 74044; site registration number (FDA) 1625685. Correct site legal name (FDA) is, vernon hills; site registration number (FDA) 1423507. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on multiple occasions, the customer visited the emergency room to have the occluded line cleared from blood clots. The blood clots were resolved, and no further treatment was required. There was no further patient impact reported.